Event description:
While placing a primary gastro-intestinal (gt) tube for a patient, the peel-away sheath in the placement kit would not peel back so a new kit had to be used. The patient was not harmed.